Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shock impedance for the right ventricular (rv) lead had dropped below the tolerance range prompting alerts. It was noted that the patient received multiple shocks, mainly for rapid af (atrial fibrillation) but some episodes where the device should have delivered therapy but did not due to poor shock impedance. The rv lead was extracted due to the impedance issues. No further patient complications have been reported as a result of this event.